Event description:
It was reported that during a da vinci-assisted malignant hysterectomy and lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was discovered to have a broken wire at the tip. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken wire was silver and black in color. The black wire was observed to have a frayed cable with exposed wire. There was no loss of cautery associated with the broken wire or any signs of thermal damage at the site of breakage. There were no observed issues with opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. The customer was unable to provide if there was any injury to the patient as a result of the issue. The procedure was completed utilizing a back-up da vinci instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Image associated with this reported event was reviewed by an isi failure analysis engineer and was consistent with a broken grip cable.